Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported "mastectomy flap necrosis". This record is for the left side. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.5., a.6., b.3., b.5., d.6a., d.6b.

Event description:
Healthcare professional reported "mastectomy flap necrosis", "discoloring", "pain". The events are deemed not device related. Patient was re-operated on study breast for debridement of wound/necrotic mastectomy flaps. This record is for the left side. Device has been explanted.

Event description:
It has been determined that the event of necrosis did not occur. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.